Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h11. As reported, the patient underwent endoluminal isolation of abdominal aortic aneurysm. The patient's lower abdominal aorta and bilateral common iliac arteries were dilated, and the right approach was slightly tortuous. After delivery of the 22mm aaa bifurcate main body stent by an ultra-rigid guidewire, the 13mm iliac limb x 14cm was placed in the left short leg. After withdrawing the main stent delivery device on the right side, the 10mm iliac limb x 10cm branch was prepared to be used; however, when the device was delivered to the proximal part of the heart along the ultra-rigid guidewire, it was obvious that the delivery process was obstructed due to the tortuous access. Due to the patient being under local anesthesia, the patient indicated to the operator that he was in severe pain. The surgeon continued to advance the introducer and reached the target position for release. However, under dsa, the surgeon noticed that the tip of the 10x10 iliac limb deliverer had shifted. After double checking, the operator decisively stopped releasing the product and safely withdrew the device from the patient. The pain was relieved when the device was removed from the patient. In order to ensure the smooth operation, after confirming that the distal internal ilium had been embolized, the external iliac artery with a diameter of 10 mm, the 13mmx14mm iliac limb was selected as the right iliac branch to continue the operation. Postoperative imaging showed no endo-leak and smooth blood flow. The procedure was considered a success. The physician is experienced with the incraft device. The assistant is mature and experienced. The sales rep was present during the procedure. It was confirmed that the 10x10 iliac limb tip head was in the sliding position. Unusual force was no used during the procedure. The 13x14 iliac limb was placed without an unexpected situation. There was no damage noted to the packaging of the device. There was no damage to the device after being removed from the packaging. There was no difficulty noted while prepping the device. The device was returned for analysis. A non- sterile ¿aaa 10mm iliac limb x 10cm" product was received inside a clear plastic bag. The device was unpacked for product evaluation and thoroughly inspected. It was observed that the distal tip was separated, and the limb was partially deployed. A functional analysis was performed according to IFU instructions, confirming that the mechanism was not compromised or damaged. The device was fully deployed during functional testing. High magnification analysis revealed that the distal tip¿s separated portion, which was not returned with the unit, showed elongations and deformations typically caused by tensile overloading stress. These elongations were oriented distally to the separation border. No other anomalies were observed during the analysis. The reported ¿inner member-distal tip separated¿ and ¿limb prosthesis deployment difficulty partial deployment¿ were confirmed as the device was received with a separated distal tip that was not returned with the device and the limb was noted to be partially deployed. However, the exact causes of the reported events cannot be determined. A simulated deployment was executed successfully, and no difficulties were observed during functional analysis. Additionally, elongations and deformations were noted on the distal tip suggesting excessive force may have also been a contributing factor. Deployment difficulties with the incraft aaa stent graft system can arise due to several factors. Complex or highly angulated aortic anatomies can make it difficult to position the stent graft accurately, narrow or tortuous iliac arteries can impede the delivery system¿s passage, and inadequate handling or improper technique during deployment can lead to difficulties in releasing the stent graft. Based on the information available for review, it is likely vessel characteristics, procedural factors and device handling likely contributed to the reported events by the customer.

Event description:
The patient underwent endoluminal isolation of abdominal aortic aneurysm. The patient's lower abdominal aorta and bilateral common iliac arteries were dilated, and the right approach was slightly tortuous. After delivery of the 22mm aaa bifurcate main body stent by an ultra-rigid guidewire, the 13mm iliac limb x 14cm was placed in the left short leg. After withdrawing the main stent delivery device on the right side, the 10mm iliac limb x 10cm branch was prepared to be used; however, when the device was delivered to the proximal part of the heart along the ultra-rigid guidewire, it was obvious that the delivery process was obstructed due to the tortuous access. Due to the patient being under local anesthesia, the patient indicated to the operator that he was in severe pain. The surgeon continued to advance the introducer and reached the target position for release. However, under dsa, the surgeon noticed that the tip of the 10x10 iliac limb deliverer had shifted. After double checking, the operator decisively stopped releasing the product and safely withdrew the device from the patient. The pain was relieved when the device was removed from the patient. In order to ensure the smooth operation, after confirming that the distal internal ilium had been embolized, the external iliac artery with a diameter of 10 mm, the 13mmx14mm iliac limb was selected as the right iliac branch to continue the operation. Postoperative imaging showed no endo-leak and smooth blood flow. The procedure was considered a success. The physician is experienced with the incraft device. The assistant is mature and experienced. The sales rep was present during the procedure. It was confirmed that the 10x10 iliac limb tip head was in the sliding position. Unusual force was no used during the procedure. The 13x14 iliac limb was placed without an unexpected situation. There was no damage noted to the packaging of the device. There was no damage to the device after being removed from the packaging. There was no difficulty noted while prepping the device. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
The patient underwent endoluminal isolation of abdominal aortic aneurysm. The patient's lower abdominal aorta and bilateral common iliac arteries were dilated, and the right approach was slightly tortuous. After delivery of the 22mm aaa bifurcate main body stent by an ultra-rigid guidewire, the 13mm iliac limb x 14cm was placed in the left short leg. After withdrawing the main stent delivery device on the right side, the 10mm iliac limb x 10cm branch was prepared to be used; however, when the device was delivered to the proximal part of the heart along the ultra-rigid guidewire, it was obvious that the delivery process was obstructed due to the tortuous access. Due to the patient being under local anesthesia, the patient indicated to the operator that he was in severe pain. The surgeon continued to advance the introducer and reached the target position for release. However, under dsa, the surgeon noticed that the tip of the 10x10 iliac limb deliverer had shifted. After double checking, the operator decisively stopped releasing the product and safely withdrew the device from the patient. The pain was relieved when the device was removed from the patient. In order to ensure the smooth operation, after confirming that the distal internal ilium had been embolized, the external iliac artery with a diameter of 10 mm, the 13mmx14mm iliac limb was selected as the right iliac branch to continue the operation. Postoperative imaging showed no endo-leak and smooth blood flow. The procedure was considered a success. The physician is experienced with the incraft device. The assistant is mature and experienced. The sales rep was present during the procedure. It was confirmed that the 10x10 iliac limb tip head was in the sliding position. Unusual force was no used during the procedure. The 13x14 iliac limb was placed without an unexpected situation. There was no damage noted to the packaging of the device. There was no damage to the device after being removed from the packaging. There was no difficulty noted while prepping the device. The device will not be returned for evaluation as multiple attempts were made without success.